Event description:
It was reported that the patient experienced multiple inappropriate shocks due to the device detecting atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr). It was also reported that the right atrial lead was undersensing p waves. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.